Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly. The surgeon used another instrument to complete the procedure. No pt injury reported.